Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that, during a meniscus repair, when the fast-fix flex was opened, it was noticed that the first implant was out of the needle. The second implant remained within the needle. The firs implant was re-inserted in the needle and the device was introduced in the knee joint. When deploying the first implant, it was found that both implants were deployed. The implants were left in the joint. The remained sutures were removed. A back-up device was available. Non-significant delays occurred and no patient complications were reported.

Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that, during a meniscus repair, when the fast-fix flex was opened, it was noticed that the first implant was out of the needle. The second implant remained within the needle. The firs implant was re-inserted in the needle and the device was introduced in the knee joint. When deploying the first implant, it was found that both implants were deployed. The implants were left in the joint. The remained sutures were removed. A back-up device was available. Non-significant delays occurred and no patient complications were reported.

Manufacturer narrative:
H6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. The provided product identification information did not match any known release of this part and thus a manufacturing record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. There was no relationship found between the device and the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.